Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery distal to atrioventricular branch. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.